Event description:
It was reported that (1) device was used during appendectomy. It was reported by the affiliate that the tsw35 device does not open (was not on tissue). Another device was used to complete the case. There was no consequence to the pt.